Event description:
As stated by the customer on (B)(6) 2010: during a repair call, the arjo service engineer was asked to inspect x2 malibu/sovereign baths, as previously, a chair detachment occurred on two separate occasions. No faults were identified at the time and there was speculation that the chair was not connected properly at the time of the incident. The file number for the repair call is (B)(4). Client was being lowered into bath. When bath was about 2" from its lowest position within bath, bath chair became detached from jib.

Manufacturer narrative:
Reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc., (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.